Event description:
At 0615, the registered nurse caring for the patient in active labor, was at the bedside to begin an IV fluid bolus, administer labetalol and start pitocin for augmentation of labor. After she started the lactated ringer's IV bolus, she hung pitocin on the IV pole, inserted it into the alaris IV module and hooked the line up to the pt. She then scanned the labetalol and administered it through the patient's 18g l fa IV site. While slow pushing the labetalol, she scanned and unclamped the pitocin at 0617, that was locked into the IV module which should have clamped the IV line shut. As the labetalol push finished at 0618, the rn noticed the baby's fetal heart rate had begun to decelerate at 0617. She quickly assisted the patient to turn to the patient's left side and a second rn came to the bedside at 0618. At this time, the rn looked up and realized the pitocin was dripping at an accelerated rate. The pitocin was clamped at 0618 and unhooked the line from the patient. The pitocin was approximately flowing for 30-45 seconds. The second rn and primary rn proceeded to perform interventions in order to treat the fetal heart rate deceleration and prolonged contractions. The baby's fetal heart rate deceleration recovered to it's baseline rate at 0627. The md was notified of this occurrence at 0633 via phone. The IV pole, alaris brain and both modules were removed from the patient's room and biomed was notified of the malfunction via a ticket. The pitocin bag and IV tubing was also removed from the patient's room. When the biomed technician arrived to the unit, we used the same pitocin bag and IV tubing to repeat the steps I performed at the bedside to demonstrate what happened. The IV module did the same thing, and the pitocin proceeded to flow freely when locked into the IV module, when it should have been clamped. The IV module was never even turned on, not at the bedside or at the nurse's station. During morning rounds on 11/01/2023, l&d identified a low volume pump (lvp) (s/n (B)(6)) that was involved in a pt incident. Lvp was loaded with pitocin and when mechanical occlusion on the set was released, free flow began. Staff immediately removed all involved alaris equipment and the loaded set to be held for investigation. With no power applied to the alaris pcu (s/n (B)(6)), and the unit not switched on, the involved set was loaded into the suspected bad lvp. When mechanical occlusion was released, free flow was immediately observed. Mechanical occlusion that is internal to the lvp had failed and was allowing the free flow to occur. Unit was removed, along with all involved components, to the biomed department for isolation and investigation. Biomed director, was informed and directed the beginning of the investigation. Initial physical inspection revealed several indications of impact damage to the exterior case of the lvp. Lower case attaching screw is also missing. When unit was shaken, rattling inside the unit was heard. Upon opening the case, a small blue fragment and small amber fragment were discovered and set aside. Blue fragment was identified as belonging to the air-in-line (ail) assembly. While examining the ail for other damage, the plastic retaining pin was found to be partially extracted and damage was observed on a plastic standoff. When removing the motor assembly, 2 of the 6 retaining screw anchors that are mounted in the bezel came out with the screws. During the motor assembly removal, the small amber piece was identified as a tab that had been sheared off the motor assembly where the iui mount affixes. Speculation: perfect storm the above picture is an image of the inside of an lvp. The two white rectangles in the center are actuated by a cam under the motor assembly. Alaris medical, mississauga, on l5n 0b3 ca. Ref report: mw5148331.